Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller at 00:02 am on (B)(6) 2022 after getting a power alarm while on the mobile power unit. Log file analysis captured low power advisory on (B)(6) 2022 at 12:02am - 12:07am while tethered on the mobile power unit (mpu) followed by a driveline disconnect where the driveline was disconnected from the system controller. It was noted that the alarm was likely triggered by the patient incorrectly plugging the white and black power cables into the wrong colored leads on the mpu and then exchanging the system controller unnecessarily.

Event description:
Related manufacturer report number: 2916596-2022-12890.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms were confirmed via log file analysis. The heartmate mobile power unit (mpu) was serviced at the abbott service depot and a log file was submitted for review spanning approximately 6 days (31jul2022 ¿ 07aug2022 per timestamp). On 07aug2022 from 0:02:35 - 0:07:54 there were atypical low voltage alarms while connected to the mpu. These alarms cleared once the controller was exchanged. There were no other notable alarms in the log file. Pump operation was not affected. During testing, the unit was plugged into an ac power source and was able to power on with no issues. The mpu was connected to a mock loop and was able to run for several days with no issues. The mpu functioned as intended and the reported event was not reproduced. The unit was returned to the customer site after passing all testing. It was communicated on 08aug2022 that the low voltage alarm may have been triggered by the patient incorrectly plugging in the power cables into the wrong connectors. The root cause of the reported alarms was determined to be from the patient incorrectly connecting the power cables with the mpu, as reported. The device history records were reviewed, and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and quality assurance specifications prior to being ordered on (B)(6) 2016. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.